Event description:
A malfunction alarm was reported, with malfunction code malf 1 displayed on the customer's pump. There was no adverse impact on the customer¿s blood glucose level. The customer arranged to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.